Manufacturer narrative:
H3: product analysis :evaluation determined that attachment does not hold the tool issue was confirmed. The likely cause of failure is due to tube bearing broken. It was also noted that color band was heavily discolored and laser markings were faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment does not hold the tool. It was reported that there was no patient impact reported.